Event description:
A malfunction on the pump was reported, indicated by the code "malf 12." There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.